Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked battery tube threads and address/serial label missing.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a no delivery alarm. The customer¿s blood glucose was 439 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed no delivery and the buttons would not work. Customer's parent also mentioned that the insulin pump was exposed to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported that the customer had experienced a high blood glucose of 439 mg/dl and treated with insulin pump. No high blood glucose was and no delivery troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.